Manufacturer narrative:
Follow-up #1: date of submission 20-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 16-apr-2018 with the following findings: a review of the pump black box showed evidence of a cs 078 motor alarm. During investigation, the pump alarmed with a cs 078 alarm upon the first rewind attempt. Further testing was unable to be performed due to the recurring call service alarm. The pump¿s cover was removed and moisture ingress was found to the cgm module and the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.